Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: hi (result >600 mg/dl) mobile system 1 or mobile system 2 15 mg/dl (aviva system) customer has 2 mobile systems and is not sure which system produced the result of hi. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.